Event description:
Three patient samples, that were run on the advia 2120i with dual aspirate autosampler instrument, were sent to the centralink instrument with incorrect sample identification (sid) numbers. Patient samples that were run immediately before and after these three patient samples were verified and showed no inconsistencies, as well as 47 other patient samples. The initial results on the three patient samples were not reported to the physician(s). They were repeated on the same system and resulted as expected. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the incorrect sid being assigned to three patient samples on the advia 2120i with dual aspirate autosampler instrument.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) has investigated the cause of the incorrect sample identification (sid) numbers being assigned to three patient samples on the advia 2120i with dual aspirate autosampler (advia 2120i) instrument. Siemens' investigation determined that there is insufficient information to determine the cause of sending erroneous results for 3 patient samples to centralink from the advia 2120i workstation. The barcode for sid 539187 was not read and the system was configured to send unmatched results to the unmatched file. The advia 2120i read the barcode for sids 539187 and 539089 but rejected the sids due to an unknown event occurring at the advia 2120i workstation. These samples were likely processed by the advia 2120i without sids and sent to the unmatched file. The only known way to send unmatched sample results to centralink is to manually assign a sid to the sample. Siemens has determined that the cause of the event is user error. The instrument is performing according to specifications. No further evaluation of this device is required.